Event description:
The catheter [device in question] encountered resistance as it was advanced beyond the y-adaptor attached to the guide catheter. The device was then advanced toward the aneurysm in the basilar artery. "It was noted at intravascular" that the distal end had become stretched and separated. The device "was broken 1cm from the distal tip and the inner blade was exposed". The complete device was removed from the patient. The procedure was successfully completed using another catheter of the same type and the patient condition was reported as "good". The physician believes that the catheter became damaged when the resistance was felt at the y-adaptor.